Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient had loss of therapy approximately for more than 2 years. There was no error message seen on the patient programmer. It was also stated that the patient did not fail to charge. Manufacturer representative interrogated the device and found it was unable to communicate with external devices and was inoperable. To address the issue patient may be awaiting surgical intervention at a later date .

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was reported.